Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The inserter tip broke off upon implant insertion.

Manufacturer narrative:
The device associated with this report was not returned. Previous investigations, including evaluations by a depuy material scientist in january 2017 has determined that use error is the most likely root cause. No material or manufacturing defects were observed that could have contributed to fracture initiation and/or propagation to failure. Previously to alleviate this failure eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations pra-860-2009-hhe in march 2009 and dva-105642-hhe in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery and concluded that no field action was required. There have been failures reported involving the improved design, an additional preliminary risk assessment, dva-107766-pra was initiated in january 2013 and pra-103197616 in november 2015. The preliminary risk assessments concluded there was no additional or new patient harm associated with the devices. Additional corrective action is not indicated at this time. Continue to monitor through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.